Manufacturer narrative:
The double lumen bolt (ip2) was returned for evaluation: device history record (DHR) - the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Inspection under magnification did not reveal defects explaining the leakage. Obstructing the 2 working channels using wires, the introducer ip2 was soaked in water, then using a syringe, colored water was injected successively in both channels; then air was injected in both channels. No colored drop of water was detected following water injection, no air bubble was detected following air injection. The reported leakage could not be evidenced by the investigation. The complaint is not verified by the investigation, the exact cause of the reported leakage could not be determined. Per risk file, poor tightening may lead to leak. As cautioned in the device instructions for use, "when tightening the compression cap, the distance between the wings of the bolt and compression cap is small, approx. 5mm, and it is recommended to check for csf leakage at this step: if a leak is noted, the compression cap must be tightened further. If csf leak persists, the assembly must be removed. No adverse trends were identified." Trends will be monitored for this and similar issues. No further investigation nor corrective action is deemed required.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use on a patient with subarachnoid hemorrhage, there was cerebrospinal fluid (csf) leakage where the double lumen bolt (ip2) from camino and licox met in the introducer. The problem was solved by replacing with a new bolt part (did not change the screw that was in the bone). The end user indicated there were no consequences for the patient but it was hard to assess and they could not provide a correct estimate of the csf drainage. It is unknown if the event led to increased surgery time.